Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to request a replacement cycler, during the call the patient stated that they had been off the cycler for a month due to being in the hospital for an infection. Upon follow up, the pdrn stated the patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. The pdrn reported peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with staphylococcus epidermidis in the culture and a wbc count of 4241/mm3. The pdrn stated the patient was diagnosed with peritonitis due to touch contamination during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. The pdrn reported the patient was not hospitalized for this event and was prescribed intraperitoneal vancomycin at 2000 mg every 5 days for two weeks. The pdrn stated the patient underwent an outpatient procedure for a pd catheter (not a fresenius product) revision in the middle of (B)(6) 2023 (exact date unknown) following this infection and they were transitioned to back up in-center hemodialysis for renal replacement therapy while they healed from the procedure. The pdrn affirmed the patient¿s catheter (not a fresenius product) revision was unrelated to their peritonitis infection as the pd catheter (not a fresenius product) was determined to be in malposition prior to this event. The pdrn confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient resumed ccpd therapy on the same liberty select cycler on (B)(6) 2023.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to request a replacement cycler, during the call the patient stated that they had been off the cycler for a month due to being in the hospital for an infection. Upon follow up, the pdrn stated the patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. The pdrn reported peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with staphylococcus epidermidis in the culture and a wbc count of 4241/mm3. The pdrn stated the patient was diagnosed with peritonitis due to touch contamination during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. The pdrn reported the patient was not hospitalized for this event and was prescribed intraperitoneal vancomycin at 2000 mg every 5 days for two weeks. The pdrn stated the patient underwent an outpatient procedure for a pd catheter (not a fresenius product) revision in the middle of january 2023 (exact date unknown) following this infection and they were transitioned to back up in-center hemodialysis for renal replacement therapy while they healed from the procedure. The pdrn affirmed the patient¿s catheter (not a fresenius product) revision was unrelated to their peritonitis infection as the pd catheter (not a fresenius product) was determined to be in malposition prior to this event. The pdrn confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient resumed ccpd therapy on the same liberty select cycler on 16/feb/2023.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to touch contamination during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique through touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human skin and hands. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s infection. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.